Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards affiliate in france, a 26mm sapien 3 valve was deployed in the aortic position via the transfemoral approach. During the deployment of the valve, the commander delivery system balloon burst. The valve was fully deployed. The delivery system was pulled back into the esheath. Some difficulties during the removal of the delivery system were reported. Upon removal of the devices, the esheath distal tip was observed to be torn. The surgical access cutdown was repaired and the patient was transferred in stable condition. At the time of the report, the patient was doing well. The valve remains implanted in the patient.

Manufacturer narrative:
Edwards lifesciences has investigated the reported esheath distal tip tear. The commander delivery system and esheath were retuned to edwards lifesciences for evaluation. The pre-decontamination evaluation of the delivery system indicated the balloon was torn. A balloon burst did not happen. Evaluation of the returned sheath indicated the distal tip was not torn. The sheath was received full expanded with scratches observed at the tip. The tip was opened as designed. A liner tear 16cm from the tip was observed. The previously reported sheath distal tip tear was not confirmed. Based on this information, this event does not meet the criteria of a complaint or a reportable event. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09304.